Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735764rpend. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system was left on. When the manufacturing representative went into the admin menu, the representative was unable to pull any information with the system, as it would time out. The representative rebooted the system and the screen goes as far as the medtronic "further together" logo and then goes right into no video signal. The representative tried to troubleshoot the issue by rebooting the system and going into grub menu for issues. The cables were re-seated without issue and powering down and unplugging it from the wall did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction:: provided with lot number. Analysis on the returned computer resulted in no failure being found when analyzed. Analysis states that the multiple power/boot cycles and extended bench time showed no faults. Other relevant device(s) are: product ID: 9735764, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.